Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to additional medical and patient information. The information provided alleges the patient experienced infection. The warning section of the IFU states "¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
As originally reported in 08/2016: the following is based on information provided by the patient's attorney: (B)(6) 2008 - the patient was diagnosed with urinary incontinence, a cystocele and underwent a urethral sling procedure with implant of a bard/davol flat mesh and a bladder repair. (B)(6) 2009 - the patient underwent an unspecified surgical procedure with implant of a non bard/davol "coloplast tutoplast" mesh. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device. Addendum per medical records and the patient's legal fact sheet: (B)(6) 2009 - the patient underwent removal of the "prolene" mesh (bard/davol flat) and insertion of a urethral sling (non bard davol tutoplast) with the fascia late autologous and bone anchor. Operative dictation notes the "prolene" mesh was dissected and removed on both side. (B)(6) 2016 - the patient underwent excision of the vaginal wall with removal of suture and mesh (non bard/davol tutoplast). The patient's attorney alleges outcomes related to the device of pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring.

Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device and the medical records were limited to the implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on information provided by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with urinary incontinence, a cystocele and underwent a urethral sling procedure with implant of a bard/davol flat mesh and a bladder repair. On (B)(6) 2009 - the patient underwent an unspecified surgical procedure with implant of a non bard/davol "coloplast tutoplast" mesh. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.

Event description:
The following is based on information provided by the patient's attorney: (B)(6) 2008: the patient was diagnosed with urinary incontinence, a cystocele and underwent a urethral sling procedure with implant of a bard/davol flat mesh and a bladder repair. (B)(6) 2009:- the patient underwent an unspecified surgical procedure with implant of a non bard/davol "coloplast tutoplast" mesh. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.

Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device and the medical records were limited to the implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. Addendum: addendum to the previous report, this supplemental emdr is being sent to provide the correct expiration date for the device. With the current information available, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be updated. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.